Event description:
It was reported that the patient is experiencing pain in her hip, extending down the side of her leg to her ankle, since (B)(6) 2012, when she attempted to return to normal activity levels. Upon examination during a follow up in (B)(6) 2012, her doctor suggested she was doing too much and advised her to slow down. Additionally, she has great pain when sitting for long periods of time since (B)(6) 2012.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.